Event description:
It was reported that due to a patient¿s gastric bypass surgery, thin skin and stretch marks developed where the 40 cc pump was implanted, causing it to erode through the skin. There was no alleged product issue, as the pump was functioning as expected. The pump was replaced (B)(6) 2015 by with a 20 cc pump to prevent skin erosion due to device size. The patient was alive with no injury. The pump was in the hospital¿s possession and would be returned to the manufacturer. The pump was used to infuse sufenta and clonidine. Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Final analysis of the pump found no anomalies. (B)(4)

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8596, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).